Event description:
2000, implanted with bifurcated graft with longer right limb due to aneurysm of right iliac. Coil embolization of internal right iliac as graft will extend past aneurysm to external iliac to achieve seal. Drop in blood pressure post procedure was treated with repeat boluses of normal saline. 10/16/2000, follow-up visit noted 2 cm diameter sub-incisional mass on left groin. Ultrasound revealed no fluid collection of pseudo-aneurysm. Monitor only. 2001, type ii endoleak present on right and slight increase in aneurysm size. Both iliac are patent. Thirty four days later, since the aneurysm had grown from 5.5 to 6cm, pt underwent procedure to seal leak; however, no endoleak was found with angiography. Physician placed a wall stent in the right iliac to seal any potential leak. Three months later, type ii endoleak from lumbar arteries seen on CT; however aneurysm size appears stable. Three months later , CT impressions: there is a thrombus formation in the sac around the endoprosthesis and small endoleak seen in the most delayed CT images. There appear to be two lumbars that are close to each other and probably one of these represents an inflow vessel and other an outflow on the right posterolateral aspect of the aneurysm. No indication of any type I endoleak. Small aneurysm of the celiac artery.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim. Pt continues regular monitoring of type ii leak with last follow-up 6/29/05.